Event description:
The customer was out of it and spouse used the device to check their blood glucose. Patient obtained a reading of 132 mg/dl. Spouse thought patient had a stroke and called 911. When the emergency medical technicians arrived they checked patient's glucose on their equipment and the level was 21 mg/dl. They treated patient with an IV and a retest was 222 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.